Event description:
Charge nurse reported the system had a channel disconnect alarm and shut down during patient use. The pcu was beeping with a red message on the screen indicating "disconnected while operational." The nurse pressed the confirm button and all channel came back on. There was no patient harm or medical intervention. No additional patient or event details were provided.

Manufacturer narrative:
(B)(4). The reported issue of a channel disconnect event was confirmed. An event log review indicated the channel b and channel c pump modules experienced a power interruption during the customer's incident. Channel b was infusing an i.v. Fluid and channel c was in an idle state at the time of the event. Power was re-established to the pump modules, then the user confirmed the channel disconnect event. Testing of the system found there was continuity intermittency occurring between the right side of the pcu and the attached pump modules on that side. An inspection of the interface iui connectors between the pcu and pump module found contamination/ corrosion within the contact area of most pins on the pump module's left iui connector. During further testing, the iui connection was removed and reconnected. This action appeared to remove or displace the offending contaminate within the contact area of the pin, and continuity between interfaced pins was restored. The proximate cause of the reported experience is attributed to contaminated and corroded pins on the iui connector of the channel b pump module. The root cause of the presence of contamination and corrosion on the iui connectors is not known but may be an indication of needed improvement in the cleaning and pm activities being performed.